Manufacturer narrative:
Submit date: 11/28/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
The customer reports that the uvc was placed by the dr. And it was then found to be cracked. The line had to be replaced. Additional information was requested on (B)(6) 2016 with no response.